Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet and leave it for at least 30 minutes to see if the pump would begin charging. The customer continued to use the pump for insulin therapy.